Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements, so it was explanted with a new lead implanted. No additional patient effects were reported.